Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulmonary vein isolation. No issues were noted during preparation of the sheath. A pump was used for the irrigation of the sheath with a flow rate of 20 ml per hour. During the procedure when farawave catheter was inserted into the sheath, continuous air aspiration was noted from the hemostatic valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient and no fluid leak was noted in the sheath. The sheath is not expected to be return for analysis as it was discarded.